Event description:
It was reported that during a ptca treatment procedure, the maverick otw balloon ruptured at 11 atms. The lesion being treated was heavily calcified. No pt injuries or complications were reported. Pt status is reported as 'good'.